Event description:
It was reported that after using the cbc ii blood conversion reservoir, a patient had the following symptoms: high temperature and convulsions. The customer was not able to unambiguously affirm the reasons or factors causing the shivers, fever, higher pressure and heartbeats to patient. It was reported that when the adverse reaction took place; the anesthesiologist decided to stop the blood transfusion. The customer reported the symptoms observed have never occurred at once. It was unknown if any topical hemostatic agents such as thrombin or avitene were used. It was unknown if any additional treatment was given to the patient. The blood was transfused into the patient within 6 hours of collection.

Manufacturer narrative:
As of 08/25/2009, the product has not been returned for evaluation. No conclusion can be drawn.